Manufacturer narrative:
The customer contacted a siemens customer care center and stated that they had a "door to reagent" compartment open for more than five minutes on the system, causing all reagent probes to go offline. The customer rebooted the system and ran the sample in question, which gave a falsely low result. After repeating the sample and obtaining the correct result, the customer inspected the reagent and found clump of particles and a ring of particles. The customer installed a new reagent kit and ran sample in question in replicates of five and the results were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the reagent rocker was not functioning properly. The cse also found that the reagent door intermittently indicated false five minute timeout. The cse found an open circuit in the door sensor wire. The cse repaired the cable and checked the door indication. The cse then replaced the stuck-open pinch valve on the aspirate probe 2 tubing. Calibration and quality control were run, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the event data and service report and concluded that the mechanical issue was the cause of the discordant, falsely low ckmb result. The hsc specialist also indicated that unmixed ready pack and/or incomplete aspiration during the wash cycle could not be ruled out as a causative agent. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low creatine kinase (ckmb) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the nurse, who questioned it. The sample was repeated on an alternate advia centaur instrument, resulting higher. The corrected result from the alternate advia centaur instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ckmb result.